Manufacturer narrative:
Plant investigation: the dialyzer was not returned for evaluation. A sample has not been provided for evaluation. The third-party carrier's website was reviewed and it was verified that the provided shipping materials were sent to the customer and were subsequently received. The complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A hemodialysis (hd) technician reported that there was a blood leak during an hd treatment. When treatment was started blood was immediately seen in the red hansen. There was no adverse event, intervention or harm reported in the initial report. Additional information was requested but nothing was provided. There was no verification that the dialyzer was available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) technician reported that there was a blood leak during an hd treatment. When treatment was started blood was immediately seen in the red hansen. There was no adverse event, intervention or harm reported in the initial report. Additional information was requested but nothing was provided. There was no verification that the dialyzer was available to return.

Event description:
A hemodialysis (hd) technician reported that there was a blood leak during an hd treatment. When treatment was started blood was immediately seen in the red hansen. There was no adverse event, intervention or harm reported in the initial report. Additional information was requested but nothing was provided. There was no verification that the dialyzer was available to return.